Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when the pull off occurred? Unknown. Were there any patient consequences? Unknown. Procedure name and date? Unknown. Could you please provide lot number? Qgbbee.

Event description:
It was reported that a patient underwent an unknown surgery in 2021 and suture was used. During the procedure, it was reported that the needle has been ¿popping off while suturing¿. No adverse patient consequences reported. Additional information was requested.